Manufacturer narrative:
Philips has investigated this complaint. According to the information collected reported problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was not available. Upon functional testing fse found fuse of control power supply was defective. The fse replaced the fuse. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system geometry movements were partly available. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.